Event description:
The customer stated a few days ago, architect i2000 error code 1007 (unable to process test, activated read failure) occurred about 10 times per day per 100 to 200 tests performed. The customer was advised to change the lot of reaction vessels (rv) and the issue was resolved. The review of the results confirmed there was a luminous count for the signal subreads at the second point. There was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, there were two devices used that gave an instrument failure code. A third device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.